Event description:
Information received from the field does not address the patient's clinical status but notes that the device is pacing ventri cular from the atrial output port. The leads were not reversed and the atrial lead was not dislodgeed. Atrial lead impedance was >3000 ohms in both bipolar and unipolar configurations.

Manufacturer narrative:
H6 - final analysis confirmed that the device performed ventricular threshold testing while programmed for atrial output. This is due to a discrepant integrated circuit.